Event description:
It was reported that shaft break occurred. During removal of a 38 x 3.00 promus elite drug-eluting stent from its packaging, it was noticed that the shaft broke. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
A portion of a promus elite ous mr 38 x 3.00mm stent delivery system was returned for analysis. The distal shaft was not returned for evaluation. The stent protector and mandrel were returned, and the mandrel was kinked 24.6cm from the distal end of the pigtail. A visual and tactile examination of the hypotube found no issues. The distal polymer extrusion shaft was not returned. A visual examination of the mid-shaft section found a break 119cm distal from the strain relief. There was evidence of stretching on the shaft proximal to the break site. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. During removal of a 38 x 3.00 promus elite drug-eluting stent from its packaging, it was noticed that the shaft broke. The procedure was completed with a different device. No patient complications were reported.